Event description:
It was reported that the cine function was not operating properly after repairing another system issue which prevented the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable, lemo connector, and the single board computer upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.